Manufacturer narrative:
Evaluation codes: applicable to reported fill estimate event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. It was also reported that the when the customer was loading a new cartridge, the pump requested to use a new cartridge. It was indicated that there were no alerts or alarms received. The customer declined to further troubleshoot with tandem technical support. There was no impact to the customer's blood glucose level.